Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance breakage suture. Ten unopened samples were returned for analysis. During the visual inspection of the ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found on the sutures and the tested samples met the finished goods requirements.

Event description:
It was reported that a animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke while finishing and tying the knot. Another like device was used to complete the procedure.